Event description:
Surgeon was operating on the patient trying to remove the specimen from the body cavity. Surgeon then noticed that the 10mm retrieval system was difficult to close. Once the surgeon tried to bring the specimen out through the port using the retrieval device, it snapped. Surgeon had to cut strings to get the device out of the body.